Event description:
Customer plugged monitor and pc into the power supply, then plugged power supply into power outlet. When he pushed the power button on the power supply, it sparked and began to flame.